Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system developed a valve infection and the crt-d system was explanted to allow the infection to clear up. The plan was to reimplant a new system on the patient's right side within the next week or two; however the patient passed away while he was still in the hospital four days later. There were no allegations confirmed by the field representative. He stated that the physician believed the event was not device-related. The field representative did not know the official cause of death, but he did state that the patient did have recurrent ventricular fibrillation (vf) and was shocked externally. The products were not returned.